Event description:
It was reported when the ep catheter was removed and re-inserted into the pt, a leak was noted on the hemostasis valve of the swartz braided transseptal guiding introducer. The physician deployed two circular catheters initially, removing one to confirm a possible thrombus formation. The catheter was re-inserted and deployed around the pulmonary vein. The physician then tried to flush the side port of the introducer and noted a leak from the hemostasis valve. The device was removed and another introducer was used to complete the procedure and there were no consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.